Manufacturer narrative:
UDI - (B)(4). Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device would not lock in tubes was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was running at 111 degrees which is above the operational specifications (110 degrees). During repair it was observed that the bearings were worn out and corroded and causing the device to exceed the operational temperature. The assignable root cause of this condition was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during equipment inspection it was observed that the attachment device would not lock in tubes. During in-house engineering evaluation it was observed that the bearings were worn out and corroded and causing the device to exceed the operational temperature. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.